Event description:
Moray micro forceps pre-tested to open/ close by rn. Placed through 19a cook fna needle. Biopsies taken of pancreatic cyst. Needle removed from cyst and in duodenum. Md asked rn to close. Md met resistance when trying to remove. Forceps opened and closed again. Biopsy forceps removed and part of forceps sheared off. Manufacturer response for moray micro forceps, (brand not provided) (per site reporter). Manufacturer notified and will pick up device.

Manufacturer narrative:
Unique device identifier (UDI): for type of device: forceps, biopsy, non-electric. Device identifier (di): for type of device: forceps, biopsy, non-electric.

Event description:
Moray micro forceps pre-tested to open/ close by rn. Placed through 19a cook fna needle. Biopsies taken of pancreatic cyst. Needle removed from cyst and in duodenum. Md asked rn to close. Md met resistance when trying to remove. Forceps opened and closed again. Biopsy forceps removed and part of forceps sheared off. Manufacturer response for moray micro forceps, (brand not provided) (per site reporter) manufacturer notified and will pick up device.